Event description:
While doing CT abdomen/pelvis scan (kidney donor protocol), initiated the injector to administer iodine contrast (omnipaque 350-110cc) to the patient. CT scanner completely shut down before the arterial scan of the procedure was done.